Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. It was reported that on (B)(6) 2014, the patient¿s creatinine level increased from 1.9 to 2.5. The patient was treated by medication and the creatine level came back down to baseline. No further adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and renal insufficiency. Additionally, IFU states that key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
It was reported that on (B)(4) 2014, the patient was hospitalized due to a back and an abdominal pain, and the abdominal aortic aneurysm appears to be enlarging. At this time reported to be 6cm. Last surveillance study showed 4.5cm. Also, the patient had significant left renal artery stenosis and according to the physician, this is most likely the cause of the creatinine bump.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Event description:
It was reported that on (B)(6) 2014, before the initial procedure where the gore excluder aaa endoprostheses were implanted, the patient was hospitalized due to a back and an abdominal pain, and the abdominal aortic aneurysm appears to be enlarging.